Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during a navio ukr procedure, the surgeon observed that the femoral trial rocked anterior to posterior after cutting bone and lugs with navio drill. There was a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system us, part number npfs02000, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that it was communicated that the surgeon was satisfied with the surgical outcome; however, the requested medical documentation will not be provided. Review of the provided log files showed two ¿bone removal-femur¿ screenshots with the first showing excessive residual blue and green areas; however, the 2nd image is with scant residual green; therefore, it is unknown if this could have contributed to the reported event. No other complications were reported. Since there is no alleged patient injury/harm, reportedly no additional interventions required and the procedure was completed without an extended surgical delay, no further medical assessment is warranted at this time. Log files and screenshots provided for review and did not confirm the reported problem. Based on the screenshots residual green and blue were left on the lug holes and the femur, this could have contributed to the femoral trial rocking. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines" section of "performing trial reduction and postoperative assessments". The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.